Manufacturer narrative:
24-apr-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Cotton separated from the tampon and got stuck inside- vagina [foreign body in reproductive tract]. Cotton separated from tampon [device breakage]. Consumer reported via e-mail that the cotton separated from the tampon and got stuck inside of her. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Cotton separated from the tampon and got stuck inside- vagina [foreign body in reproductive tract], cotton separated from tampon [device breakage]. Consumer reported via e-mail that the cotton separated from the tampon and got stuck inside of her. No serious injury was reported.